Event description:
The customer reported that the insulin pump squirted out insulin during the manual prime. The customer stated that he did not hear the motor slow down, and the numbers didn't ramp up. Troubleshooting was performed, and the issues continued. The customer also reported a motor error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.